Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It is reported that the patient went to seek medical attention and was diagnosed with a skin infection identified as a fungal infection at the pod site. For treatment, the patient only stated that they were treated. The pod was worn on the arm. The site was itching.